Event description:
Additional information indicated that surgical intervention was performed where this lv lead was surgically abandoned in the patient. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and questionable capture at high outputs. Boston scientific technical services (ts) discussed troubleshooting options. X-ray imaging revealed that the lead had dislodged. A lead revision procedure will be considered on a future date. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.